Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (250-382 mg/dl). The pump supplies had been changed. The cause of the high bg was not known. A pump system check was performed and no device issues were identified using the current supplies on the pump. The contact declined to removed the infusion set site at the time of the report. The contact thought that the pump settings possibly needed to be adjusted and the customer's trainer was to be contacted. The contact declined tandem technical support's offer to follow-up.